Event description:
It was reported that the patient experienced recurring incontinence with this artificial urinary sphincter (aus). A surgical procedure was performed and no failure was identified with the device. All components were removed and replaced with a new aus. There were no additional patient complications reported.